Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient has an open wound over the ipg site that was believed to be an issue with the incision not healing quick enough. The physician prescribed antibiotics and the incision was healing well. It was noted that there was no infection and the patient has been cleared of an infection.